Event description:
Pt. Had bowel management system in place. He began having bloody bowel movements with large clots. Colonoscopy showed large mucosal ulcer in rectum with active oozing. Six days later, the pt. Again began to bleed from rectum. The pt. Was taken emergently to the or for examination under anesthesia (eua), then to angio for coiling of rectal bleeders. The pt. Returned to the or again ten days later for rectal bleeding. Subsequently, seven days later the pt. Bled again with a acute drop in hemoglobin. The pt. Was taken to the or emergently, where the rectum was noted to be necrotic. The pt. Required abdominal perineal resection (apr) with a colostomy.